Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the right hand network interface card (nic) panel had one port that was not functioning. There was no patient involvement.